Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the clinic has been following the patient. The consultant recommended further testing if the measurements continue to rise. The caller stated the patient's physician reprogrammed the limit from 120 ohms to 150 ohms and no further action is planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to shock impedance measurement greater than 125 ohms. The increase has been gradual over time since the device was implanted. Recent measurements have been from 110 -120 ohms. No adverse patient effects were reported.